Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of drainage and redness around driveline site. The patient was started on keflex 500 three times a day for 7 days. On follow-up, the patient was still with bloody drainage and was started on doxycycline 100 mg twice a day for 2 weeks. Antibiotics (kelflex) treatment started on (B)(6) 2023.

Manufacturer narrative:
B3: event date is estimated. Related MFR numbers for chronic infection MFR-2916596-2024-00212; MFR 2916596-2024-00216; MFR 2916596-2024-00217 and MFR 2916596-2024-00219. Sepsis and death are reported under MFR 2916596-2024-00105. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.